Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implant procedure, the device was explanted. The surgeon reported that the eye massage that the pt was doing caused friction which lead to the shunt becoming exposed from the conjunctiva. Additional info was provided by the surgeon. The surgeon performed suture lysis on two points twice following the implant. Following the explant, the patient's bleb was found flat and the surgeon had to suture lysis two points again. The surgeon was required to explant the shunt and performed a trabeculectomy due to it being exposed from conjunctiva. The surgeon stated there are several reasons causing the required explant of the shunt which include fragility of the patient's tissue, the chronic stimulation by the eye massage, and diabetes. The surgeon reported the causality of the device and the event were 'definitely related'.